Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 140h, an external dialysate leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to: h6 nd h10 h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.